Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer stated that he fell into the water with the insulin pump and there was a crack on the left top side of the liquid crystal display screen. The customer also mentioned that the insulin pump had fluid under the liquid crystal display. The customer's blood glucose was 225 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and customer agreed to return the product for analysis. No further info provided.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump was received with scratched display window, cracked display window corners, cracked reservoir tube lip.